Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date patient underwent procedure for percutaneous endoscopic gastrostomy (peg) tube placement. On (B)(6) 2016 peritonitis was identified requiring a laparotomy. The incision of the stoma was to wide around the peg so the content of the stomach got into the peritoneal cavity and peritonitis developed. Therapy was suspended and the wide hole was closed.

Manufacturer narrative:
(B)(4). Peritonitis is a known complication of a peg tube/ j-tube placement. Per instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016, the patient underwent procedure for percutaneous endoscopic gastrostomy (peg) tube placement. The patient was treated with antibiotic imipenem and had improved. On (B)(6) 2016 after undergoing the laparotomy, the patient experienced a hydrothorax with negative microbiology results and underwent a chest tube placement. On (B)(6) 2017, the peritonitis resolved and was discharged from the hospital on (B)(6) 2017.

Manufacturer narrative:
(B)(4).